Event description:
It was reported that a user of the ilet bionic pancreas observed a blood glucose of 325 mg/dl after announcing a lunch and believed the meal contained more carbohydrates than announced for, while having approximately 20 units of insulin on board and planning to remove the pump for soccer due to prior infusion set dislodgement. Symptoms included hyperglycemia. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included user counseling on exercise management, confirmation of connectivity to a continuous glucose monitoring application, and education on carbohydrate availability for potential lows. Investigation of this case revealed user-related factors associated with an incorrect meal size announcement and anticipated pump removal during exercise, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal estimation and planned activity management.